Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high pacing impedances of greater than 2000 ohms intermittently. As a result, the patient underwent a revision procedure to ensure the lead was fully inserted into the device header, in which it was found to be secure. The physician felt that since impedance measurements could not be reproduced with the lead attached to the device, nor when the lead was disconnected from the device, that there was no way to rule out device involvement, so both the rv lead and device were explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned. Noted there was one set of setscrew marks noted on the df-1 pin (distal), or the mid-section of the pin. There was one set of setscrew marks noted on the is-1 terminal pin, toward the front edge of the pin. Additionally there were no setscrew marks noted on is-1 terminal ring; however, there were drag marks noted on is-1 terminal ring. The rs- ptfe was wrinkled and rs- coil offset/deformed several places 43-46 cm from is-1 pin. The single shocking coil separated from medical adhesive (ma) bonding at proximal end; ma noted. There were also two burn marks noted on gore (eptfe), possibly from high energy tool. This lead was implanted with a teligen device which the header uses a spring type connection to make contact with the is-1 terminal ring. Since set screw mark is toward the front end means that a full insertion of lead into the header was not fully achieved, thus, the connection (spring-to-terminal ring) was probably compromised. The returned lead segment passed all electrical testing. Visual inspection noted a set of set screw mark is toward front edge of the is-1 pin. Setscrew mark at the mid-section of the terminal pin usually indicates a full insertion of lead into header, while setscrew mark toward the front edge usually indicates a partial insertion. Inadequate insertion of lead into header could result in electrical anomalies.

Manufacturer narrative:
Detailed analysis is currently being performed on this lead.